Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was damage they assured the getinge's rep that the cable was not damaged prior to sending for sterilization. No patient contact. No patient injury reported, as there was no patient involvement.

Manufacturer narrative:
Trackwise: (B)(4). The device was returned to the factory for evaluation on 05/06/2022. A photographic was provided by the account. A photographic inspection was conducted. Signs of clinical use and no evidence of blood was observed. The one connector end was observed to be detached from the cable, exposing the inner contents of the cable. No other visual defects were observed in the photograph. An investigation was conducted on 06/01/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. One connector of the cable was observed to be intact, with no visual defects observed. The other connector was observed to be detached from the cable, exposing the inner contents of the connector end. No electircal testing was conducted due to the detached connector end. Based on the returned conditon of the device, the photographic inspection as well as the investigation results, the reported failure "break; cord" was confirmed. The reported device is an OEM device, therefore, a lot history review was not applicable. The product is not returning. A serial number was not provided as this was part of a market research by a third party therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.